Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colectomy, they used fully charged handle. The first and the second firings were successful. For the third firing for functional side to side anastomosis, the surgeon fully fired the device ,then returned the knife to the initial position with no problem. After that, however ,the device did not react, the surgeon could not open the jaws and the display screen was blackout. The tissue was fully resected ,the surgeon could remove the device from the tissue without open the jaws. The device was replaced by a manual handle, the fourth firing for the closure of the insertion was completed with no problem. The patient is in the good condition. The surgical time was extended by less than 30 min. The status of the patient: no problem.

Manufacturer narrative:
Product analysis # (B)(4): forwarded to r+d for full evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Evaluation of the data logs showed extended up times with no change in the relative state of charge and a log that ended abruptly. The relative state of charge was not decreasing during system uptime. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture, however, a design issue was identified during product analysis. The root cause for this failure was discrepancies between the report from the chip and actual state of charge as calculated from the battery voltage. The product analysis established a relationship between a device failure and the reported incident of 'unable to articulate'. The most probable root cause of the incorrect reading is due to a design error with the chip. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.